Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified; cause could not be confirmed.

Event description:
It was reported that a malfunction alarm (alarm 15) occurred. Customer's blood glucose was 157 mg/dl. Customer reverted to using manual injections for insulin therapy.